Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture baker grade ii.

Event description:
Healthcare professional reported "seroma and capsular contracture ii". Device has been explanted. This relates to the right side.

Event description:
Healthcare professional reported right side "seroma and capsular contracture ii". Device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified brown particles material was found on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.